Manufacturer narrative:
The dates of the events are unknown. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure.    A procedural or post procedural bleed/hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. If transfusion and/or intervention is required to control/treat the bleeding, this is considered a serious injury.   In this case, there was no allegation or indication a device malfunction contributed to the adverse events.  Although the exact causes and sources of the ¿bleeding¿ complications cannot be confirmed, investigation results suggest/indicate in addition to the procedure itself, patient factors (age, gender) and co-morbidities may have contributed to the reported events.    The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.     Reference to article: vendrik, j., van kesteren, f., van mourik, m.s., piek, j.j., tijssen, j.g., henriques, j.p.s., wykrzykowska, j.j, de winter, r.j., driessen, a.h.g., kaya, a., vis, m.m., koch, k.t., baan, j. Jr.  (2018).  Procedural outcome and midterm survival of lower risk transfemoral transcatheter aortic valve implantation patients treated with the sapien xt or sapien 3 device.  The american journal of cardiology.  Retrieved from:  https://www.ncbi.nlm.nih.gov/pubmed/29415808

Event description:
As reported by our affiliate in (B)(4) and through an article, ¿procedural outcome and midterm survival of lower risk transfemoral transcatheter aortic valve implantation patients treated with the sapien xt or sapien 3 device¿, 27 of 137 (20%) of the patients who received an edwards sapien xt valve (model and size unknown) had procedural and/or in-hospital ¿bleeding¿ complications due to the tavr procedure.  Patients treated during this study were denied surgery due to age, frailty, surgical contraindications such as hostile chest, severe renal or pulmonary dysfunction or a history of stroke.    Information regarding the type of bleeding complication, location and treatment for the bleeding complication was not provided.

Manufacturer narrative:
Reference CAPA-20-00141.